Event description:
The physician reports performing cataract surgery with implantation of the crystalens intraocular lens using the ci-28 delivery device system. During injection of the lens, the foam tip plunger of the delivery device over-rode the lens. Intervention was performed in order to enlarge the incision and remove the lens. A second crystalens intraocular lens was implanted successfully. The incision was sutured. Additional information has been requested. Reference MDR #2031924-2010-00211.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and subjected to visual examination, which revealed a bent and pinched haptic loop and a tear horizontally throughout the trailing haptic plate. Dimensional measurements could not be performed due to the torn condition of the lens. Three retained samples from the same lot were inspected dimensionally and all were within specifications. The condition of the lens is consistent with a lens that has been explanted. (B)(4).